Event description:
Mastectomy in 2011. Mentor silicone implants placed in 2012 after expanders. By my first post op, I was already gaining weight. My oncologist said I was getting old. Within the next 2 years many more symptoms were added to my list. Essential tremor, migraines, hair loss, arm numbness, memory loss, brain fog, hearing loss, aches and pains, exhaustion, anxiety, hip pain, feet pain, depression, to name some that come to mind. I went through so many doctors and most blew off my symptoms and just prescribed meds. I had a mirena iud removed because my oncologist thought that could be my problem. Removal of my iud resulted in severe bleeding because the iud had turned one fibroid apparently into 9 more in 3 years. It caused me to need a hysterectomy. At the time of the hysterectomy I had lots of blood work done with a nurse pa who was finally trying to help me with my problems. Blood work resulted in a high ana result and high inflammation numbers. I was referred to a naturopathic who might be able to help and his first question was about my breast implants and that he had patients who felt better after removal. I was fairly horrified as this information had never crossed my mind. I was then informed how many chemicals make up the ¿now new and improved breast implants¿ to have cancer and then put a foreign object made up of 40+toxic chemicals clearly doesn¿t seem like a good idea. The new naturopathic proceeded to run some new tests and again they showed autoimmune results and inflammation. Was tested for food allergies and nothing crazy resulted in that but a few things I did eliminate to see if my health improved. After 3 months we tested again and my blood pressure and glucose numbers somewhat improved but inflammation still very high. At that point I made the doctor remove the implants. It took 6 months trying to find the right surgeon and I eventually made the choice to fly from (B)(6) to (B)(6) to have a surgeon who was qualified to help me remove them properly. I was pretty horrified after my surgery to learn that one of the implants was severely ruptured (after only 6 ½ years). The surgeon sent the capsules to pathology and the report came back capsules were inflamed. I was disgusted these had been in my body after I saw the mess that came out. It is now 6 months later and my hair is starting to grow back in bald areas, my energy is returning enough that I can walk daily, I am sleeping better at night. My memory is better and my eyes aren¿t glazed over and bloodshot. Lots of pictures of before and after. My latest round of bloodwork shows the autoimmune numbers and inflammation are still present but have reversed a little. It was a very positive sign that the removal of the implants have improved my health. My surgeon said it could take up to 4 years to get the toxins that seeped through my body to get out. I know there is a hearing in (B)(6) to discuss implants and sadly I think it might just be for textured implants. Mine and many others are not textured and while they haven¿t been linked to the textured ones that are causing cancers all these implants are slowly destroying the women who have them in. Just like the old silicone implants that were taken off the market. It is beyond disgusting they were ever allowed back on the market again. So many lives being destroyed and I am just thankful I was finally told about breast implant illness. I can¿t get back the last 6 years of my life or the broken relationships with my family but maybe one day I will feel better. No thanks to whoever decided the toxic bags were safe again.